Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) of reay1531 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported that while extracting the guidewire after insertion the staff noticed a fine piece of guidewire extruding from the open end of the midline. No patient injury was reported.